Event description:
A customer reported unspecified power issues with the adc device, including slow reader response and occasionally not charging. The customer reported that due to these reader issues, the high/low glucose alarms were not working properly and they had seizure and lost consciousness. The customer was treated with "small meal and water" by a healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle libre reader, and no trends were identified that would indicate any product related issues. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.